Manufacturer narrative:
This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12, this report is re-sent via webtrader emdr-module.

Event description:
(B)(6). Event took place in (B)(6). Narrative given by the customer [tentative translation]: "blocking the brachial plexus, during the infusion, there was a leakage of local anaesthetic from the handle of the needle close to the conducting wire."

Manufacturer narrative:
This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12, this report is re-sent via webtrader emdr-module.

Event description:
(B)(4). Event took place in (B)(6). Narrative given by the customer [tentative translation]: "blocking the brachial plexus, during the infusion, there was a leakage of local anaesthetic from the handle of the needle close to the conducting wire."